Event description:
When the physician attempted to retract the needle, it would not come back into the catheter. Needle would not retract into catheter. The target lesion location was the popliteal artery (side unknown). The characteristics of the vessel are unknown. The physician achieved access on patient's right side with a 7f pinnacle destination sheath. The sheath was advanced up and over bifurcation to the left superficial femoral artery (sfa). A 300 ironman .014 guidewire was advanced into the subintimal space and the outback catheter was advanced over the wire to the proximal popliteal. The wire was retracted into the catheter and the needle was advanced. When the physician attempted to retract the needle it would not come back into the catheter. The physician pulled the catheter with needle exposed into the sheath and withdrew the device from body. He then advanced a stabilizer support .014 guidewire back down and attempted unsuccessfully to re-enter with a second outback catheter. Patient was stable and agreed to be brought back at a later date for another attempt. No patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.